Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was identified. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. A boston scientific representative asked the facility if a replacement procedure was already scheduled for this patient, but no further information is available. No adverse patient effects were reported. The device remains in service.